Event description:
It was reported that during an apr procedure the super jaw was found to be very difficult to deal with the tissue. At the start the surgeon could not advance the knife blade so he started to take smaller bites of tissue. But the device took a long time to change tone and every now and then the device had welded its self to the tissue- when he tried to remove the device the tissue started to bleed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: how was the bleeding controlled? The surgeon reactivated the device but did not advance the knife blade in order to control the bleeding.

Manufacturer narrative:
(B)(4). The device was received in good physical condition with excessive dried body fluids. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). As the device activated and cut the test media, no conclusion could be reached as to the issue of the device not sealing. No issues were noted with opening and closing of the jaws. It is possible that excessive body fluids influence the opening and closing of the jaws. The accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. The device was disassembled and no anomalies were found associated with the reported issue. There were no anomalies noted with the functionality of the device. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.